Event description:
In 2009, the patient's blood glucose was elevated to over 400 mg/dl and he bolused through the infusion device but his blood glucose remained elevated. In the next day, his blood glucose was elevated to approximately 400 mg/dl and he changed his accessories and again attempted to lower his blood glucose by bolusing through the infusion device but his blood glucose remained elevated. He injected insulin via pen to lower his readings. In the next day, his blood glucose measured 89 mg/dl when he woke up and 2 hours after eating breakfast his blood glucose measured approximately 400 mg/dl and he bolused through the infusion device. In the following day, he switched to his backup infusion device and he found that the insulin cartridge was empty. His normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.